Event description:
Boston scientific received information that this lead had become dislodged visible under fluoroscopy due to patient exhibiting twiddler's syndrome. There was intermittent loss of capture (loc) observed as a result. The lead was explanted and thrown away following the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.